Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. At the time of the event, the customer was involved in a shooting accident in which she was shot in the toe. At this time it was revealed that her blood glucose reading was 700 mg/dl. Nothing further was reported.